Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced.

Event description:
The hospital reported that, during a case, the unit had a flow sensor alarm. There was no reported patient injury.